Event description:
It was reported that when the preloaded intraocular lens (iol) was implanted, the trailing haptic stuck to the plunger and it was broken while trying to remove it. The procedure was completed successfully with a replacement device. No patient injury was reported. No medical intervention was required. No further information was provided.

Manufacturer narrative:
Section a2, a3, a4 and a5: unknown, as information was requested but not provided. Section b3 - date of event: date unknown, as information was requested but not provided. . Section e1 - telephone number: (B)(6). The intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. Section h4: device manufacture date: unknown, as the serial number of the device was not provided. An attempt has been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information was provided and it was learned that the lens was removed and replaced during the initial procedure. Therefore, this supplemental filing is to update the following fields per new information received: section b5 - describe event or problem: the lens was removed and replaced during the initial procedure. Section h6 - health effect - impact code: 4631: removal and replacement all pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.